Event description:
It was reported that the device had possible premature battery depletion. It was also noted that an alert for elective replacement (eri) was not triggered, even though the voltage measurement indicated eri had been met. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 78% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076 implantable pacing lead: (B)(6) 2009. 511211 competitor implantable pacing lead: (B)(6) 2009. (B)(4).